Event description:
Unomedical reference number (B)(4). Event occurred in australia. On 21-april-2024, it was reported by the patient father that he received an infusion flow block alarm and have a hyperglycemia episode. High blood glucose level was 25 mmol/l. It was corrected by the changing infusion set and bolus using pimp. No further information was available.